Manufacturer narrative:
Concomitant medical products: evolutr-29-us transcatheter valve, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing on non magnet electrograms (egm). This resulted in some unnecessary ventricular high rate episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.